Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was not returned, possibly lost in mail/transit. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was location and length of use is approximately 1 year 7 months. X-ray images were provided by the customer. The x-ray image shows the patients mouth with products however a fracture is n/a due to quality of x-ray. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: "warnings" "precautions" "potential adverse events". DHR review: DHR review was completed for the subject lot number (1234190). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (1234190) for similar event and no other complaint was identified. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description that was provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age is unknown. Patient's weight is unknown. Device not returned.

Event description:
It was reported that the patient had a screw fractured at the abutment level of tooth #14. It was not indicated if patient would return for future appointments.